Manufacturer narrative:
H10: manufacturing review: the lot number for the device was provided, and a device history record was performed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001589835 was performed and no recorded quality problems or rejections related to this incident were found. The product was inspected during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release were met. H10: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. Based on the available information we are not able to identify a root cause at this time. H10: b3: date of event (date of awareness date entered in date of event field. Actual date of event is unknown), g7 (follow up # - 1), h2 (correction, additional information), h6 (component code). H11: e4 (FDA notified), h6 (type of investigation, investigation findings, and investigation conclusions). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by customer that catheters were identified cracked. There was no reported patient injury.

Event description:
It was reported by customer that catheters were identified cracked. There was no reported patient injury. Verbatim: rcc received a complaint via email. Has reported cracked catheters of item # pig1260t on many trays with the same lot # 001589835. Bd team was made aware of this issue on 2/26. Reporter¿s name is . I am unsure if a local representative has already submitted a pir so sending your way just in case!

Manufacturer narrative:
H10: the lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. H10: b3: date of event (date of awareness date entered in date of event field. Actual date of event is unknown). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.